Manufacturer narrative:
A visual inspection of the two elevators revealed moderate signs of wear including minor scratches along the length of the instruments along with a fractured tip on both elevators. There are no indications of a manufacturing defect. The inspection record was reviewed and no non-conformances were identified. The most likely underlying cause of the complaint was excessive force.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Possible lot numbers were identified by the sales coordinator as 072314g14 or 072914g14. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The reason for the late report is due to human error.

Event description:
It was reported that during the surgical removal of impacted canine (13), two elevators fractured. It is reported that this event did not result in a delay over thirty minutes or foreign body retention.

Manufacturer narrative:
Possible lots were identified as 072314g14 (manufacture date jul 23, 2014) or 072914g14 (manufacture date jul 29, 2014). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Based on the product return, fields were updated.